Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -11.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. It was reported that the patient has lens opacity (cataract asc). It was also noted "the investigator discussed the development of anterior subcapsular opacities with the patient and the decision was made to monitor the vision for now". The problem is not resolved. Lens remains implanted. The cause of the event was reported as the device.

Manufacturer narrative:
Claim# (B)(4).